Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) was analyzed and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.189" x 0.047" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver (nd) instrument tips were broken. The procedure was completed with no reported injury.